Event description:
Pt had an arteriogram in the right femoral artery on 9/16/99 for work-up of tia's. After the arteriogram, pt had a vasoseal collagen plug placed to achieve hemostasis. After returning home, pt noted mild groin pain and a palpable knot. Pt did not have symptoms of infection at this time. This pain improved slightly and then worsened again over the ensuing two weeks. Pt had no fever or worsening in swelling. On 10/12/99, pt noted that a piece of "plastic" was protruding from the right groin site, having worked its way to the surface. Pt pulled this out - a twisted 4-5 cm piece of plastic tube and called the hospital. Pt then went to the hospital for evaluation at the hospital's urging. Upon examination, a small firm knot/induration under healed groin puncture site was noted. No significant redness, discoloration or palpable inguinal adenopathy. The radiologist examined the piece of "plastic" that the pt brought with her. It appeared to be the introducing sheath for the vasoseal collagen plug, which appeared to have fractured free along its proximal portion. The frayed, proximal portion looks like the fracture site and the distal looks intact. Pt was prescribed antibiotic prophylactically.